Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of cat chewed hole in line and peritonitis in a female patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, a cat chewed a hole in the patient's line (not further specified) which resulted in peritonitis on (B)(6) 2011. On (B)(6) 2011, the patient was hospitalized due the peritonitis. On an unreported date, a peritoneal effluent culture was performed and the results were unknown. Treatment for the events was not reported. On (B)(6) 2011, the patient was discharged from the hospital. The outcome of the event cat chewed hole in line was not reported. At the time of this report, the patient was recovering from the peritonitis. Therapy with dianeal pd4 ambuflex was ongoing. The reporter did not provide an opinion of causality.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The root cause for the reported condition of user error, which resulted in peritonitis was undetermined. A batch review was conducted for the potentially associated lot (h11f04063) and there were no deviations from standard procedure. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the user error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The following information was obtained by global pharmacovigilance on (B)(4) 2011: the peritoneal dialysis (pd) nurse confirmed admission and discharge dates as reported by the consumer/confirmed cause of peritonitis as reported by the consumer. Treatment was provided in the hospital (name of drug, route of administration and frequency were unknown). The patient received new tubing and was considered recovered. Pd therapy was ongoing. Events of unspecified peritonitis and cat chewed hole in catheter were unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). On (B)(4) 2011, product surveillance contacted the peritoneal dialysis nurse. The nurse confirmed that the home patient (hp) has recovered from peritonitis and that the proper procedures have been reviewed with the hp. The hp has been made aware that animals should not be present while performing therapy.